Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter stopped. They re-primed the system and changed cassettes but no fluid drained into the cassette. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative successfully primed and tuned several times and could not find any problems while troubleshooting the system. The regulator was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 13, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).